Event description:
It was reported that the black plastic component in the snaplock mechanism has detached from the snaplock. The issue was noticed when testing the handpiece at the office. This did not occur during a case or a lab.

Manufacturer narrative:
H10: the device, intended for use in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. The snap lock nut had become unthreaded from the snap lock. The malfunction is likely due to supplier / raw material fault.